Event description:
It was reported that bd nexiva 22 ga x 1 in single port leaked during use, the product experienced leakage of blood from the isolation plug; one unit was affected, the sample is not returnable, and photos are available; green channel claims processing is required, along with a complaint response letter and a complaint acknowledgment letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos and 4 samples submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the samples. Analysis of the samples showed the primary septum to be deformed and blood on the secondary septum. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause for the primary septum deformation is high friction during septum to adaptor assembly due to no alcohol (ipa). Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.